Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient¿s caretaker reported receiving a balloon valve leak alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the cassette inside the cassette door and in the pump module area of the cycler. The film on the back of the cassette was not loose. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no signs of physical damage. There was visual indication of dried fluid behind both mushroom heads. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient¿s caretaker reported receiving a balloon valve leak alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the cassette inside the cassette door and in the pump module area of the cycler. The film on the back of the cassette was not loose. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.